Event description:
It was reported that, an 840 vent had total loss of power (no a/c: alternating current and d/c: direct current). The ventilator was not in use on a patient at the time the event occurred. Medtronic/covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a third party service provider. The reported complaint could not be confirmed.